Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that during the implant procedure the right atrial lead exhibited poor sensing. Several attempts were made to re-position the lead, however the issue persisted. The physician completed the without implanting the lead. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The reported event of poor sensing was not confirmed.